Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert due to blank display.

Event description:
Information received by the medtronic indicated that the insulin pump had failed battery test alarm. The customer reported that the contact on the battery cap was neither damaged nor missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.